Event description:
It was reported that the plaintiff was implanted on or about (B)(6) 2006 with a perigee device with the intention of treating her for a urinary incontinence condition. As a result of the sling device, the plaintiff has had trouble urinating and has suffered pelvic pain on an ongoing basis. She had also had to undergo various medical procedures including, but not limited to various medical procedures in an attempt to remove the sling device. The attempts to remove the sling device to date have been unsuccessful and the plaintiff continues to live in extreme pain. The plaintiff experienced significant physical, psychological and emotional pain and suffering, undergone surgeries and hospitalizations, and sustained permanent and debilitating injuries. The plaintiff continues to experience problems with severe incontinence.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent. (B)(4).